Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11. No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: tanzania.

Event description:
It was reported that during surgery the device was not cutting, making abnormal noise, and worn out. There was no information available regarding the patient impact. Due diligence is complete; no further information is available.